Event description:
Upon thawing of tissue, the physician assistant in cardiac tested valve for competency and found leaking and incompetence. Dr felt uncomfortable implanting allograft. Next day physician assistant tested valve again and could not consistently duplicate insufficiency. No pt involved; found during pre-use examination.